Event description:
Respiratory therapy received lot of swivel adapters which have been found defective. They do not fit securely into the ventilator adapter and are easily disconnected from the ventilator circuit. Previous lot did not have this problem. All product from this lot was removed from inventory. Exchange for new lot was negotiated with MFR.